Event description:
It was reported that the unit was sent to them repair because the control knob doesn't function. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The equipment was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: calibration, unit modified according to guideline of manufacturer, defective fastening material exchanged, and defective translational cable replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis, to determine if further investigation is warranted.